Event description:
The reporter stated that the pt attended the dental surgeon's office for a four month check on site #22 where the product was used in the socket. It was reported that the site was still soft; the reporter expressed belief that there was something wrong with the product as new bone was not forming. Integra has requested additional clinical info. No product is available for return for eval as it was used in the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.